Event description:
During a low anterior resection procedure involving one pt, the center rod did not advance properly. The surgeon applied another device to complete the procedure, the hosp has reported no pt injury.